Manufacturer narrative:
The hillrom technician found the sidecom cable needed to be replaced. Per the hillrom user manual, warning: a communication cable mustbe used for beds that have nurse call. Failure to do socould cause patient injury. For beds that have nurse call systems, a communication cablemustbe connected betweenthe bed and facility communication system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on july 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom cable to resolve the reported event.based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no bed exit alarm at the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).